Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic lumpectomy procedure, after the half fired, it could not continue to fire and cannot be properly unloaded after retreating. A crackling sound was also heard. Another device was used to complete the case. There was no patient injury.